Manufacturer narrative:
The device was received fully deployed. After investigation, no damages or defects were observed to the needle mechanism that would prevent the needle from deploying as intended. The cannula was found to have deployed as intended. No damages or defects were observed that would prevent the device from functioning as intended.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.